Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope picture went out then went black. This issue occurred during a colonoscope diagnostic procedure while using an olympus back-up device. There were no reports of patient harm.